Event description:
It was reported that during a percutaneous peripheral intervention, a partial stent deployment occurred. The target lesion was located at superficial femoral artery. After a non-bsc guide wire was used to cross the lesion, a 6mmx80mmx120cm epic vascular stent was loaded into the wire. As the stent delivery system was advanced, prior to entering into the patient¿s body, the physician felt it was sticking over the wire. The physician pushed it hard and the epic vascular stent deployed a little bit on the wire. The device was removed and the guide wire was wiped with saline. The physician used another 7mmx80mm epic stent and completed the procedure. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).